Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the food and drug administration that the customer received emergency medical assistance due to low blood glucose on december 4, 2017 with blood glucose of 14 mg/dl at the time of the incident. The customer's pump gave the customer a large amount of insulin after a set change. The customer's blood glucose went from 547 mg/dl to 14 mg/dl within an hour of the bolus. The customer thought they were only getting a 2 unit bolus. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not contact medtronic. The insulin pump will not be returned for analysis.